Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did not receive beeps or numbers on the display after troubleshoot of prime rewind. Customer¿s blood glucose was unknown at time of incident. Customer states they are unable to exit the "preparing to prime" loop. Customer advised to monitor the issue. Insulin pump will not be return for analysis.